Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer torqvue delivery system. During implant both discs of the occluder took on cobra shapes. The discs could not be conformed back to its original shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 10mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that there was no any angulation or kink in the delivery system upon deployment and an 8f delivery system size was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.